Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will there be any additional x-ray or other type of procedure to locate the broken needle? Were there any adverse patient consequences? Did the needle come in to contact with another instrument during the procedure? What is the patient¿s current health status and condition? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke into three parts when sewing the skin at umbilical foramen. The 1.5 mm of the needle tip was missing and not found. No metal image in umbilicus was confirmed through x-ray. The patient was sent back to ward. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 09/28/2020. A manufacturing record evaluation was performed for the finished device lot number am2048, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: two suture needles were submitted for fractographic evaluation. The components were identified as product code w9915. Actual sample: a fracture was observed at the tip (labeled as sample a). One piece of the needle was received, the mating fracture surfaces were not provided for this evaluation.the evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fractures provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the tip and attachment of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Representative sample: the suture attachment (sample b) of one needle was received. The other needle was not fractured. According to the sample condition, no performance breakage needle was found. Additional information was requested, and the following was obtained: will there be any additional x-ray or other type of procedure to locate the broken needle? No. Were there any adverse patient consequences? No. Did the needle come in to contact with another instrument during the procedure? What is the patient¿s current health status and condition? The patient is in good condition. The following information was requested, but unavailable: did the needle come in to contact with another instrument during the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.